Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a prompt for no oxygen supply. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
It was reported that the oxygen sensor was broken; the oxygen sensor was then replaced to resolve the issue. The device was returned to service.